Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a speaker malfunction. The customer did not report any patient involvement.